Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the flare became detached from the cutting forceps and fell into the pt. The surgeon retrieved it without any harm to the pt. Another like device was used to finish the procedure.

Manufacturer narrative:
The complaint is confirmed, the flare was detached from the forceps and returned in a specimen cup. Visual inspection of the flare indicates it is cut or split down its entire length. Cannot verify or see any residual adhesive on the flare, also note that this is a non-ribbed type of flare, older style. The electrode insulation is cut on all 4 legs of the electrodes due to the jaws being retracted into the shaft without the flare in place. Cause of the failure is adhesive bond failure between the shaft and the flare. We will continue to monitor the complaint data base for further occurrences.